Event description:
The pt had been having headaches for the past 3 years. The pt had a "knot" on his back where the incision site was made for the catheter. An x-ray was taken (B) (6) 2010 and it was noted that the catheter was "sticking out." It was thought that the catheter may become kinked when pressure was put on it. The pt stated that the dr "won't do anything about it" and he was becoming "depressed about this." At refills, the actual residual volume was greater than the expected residual volume. Every month they were pulling out 6, 8, 5, and 10 mls when they were expecting 1.0 ml. The device system was used to deliver dilaudid (25 mg/ml at 9.117 mg/day). Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).